Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate was deployed in accordance with the IFU, followed by the contralateral limb. Upon shooting a completion angiogram it was determined that the patient¿s left renal artery was partially to almost fully covered by the proximal fabric of the graft. The right renal artery was not affected. While there was flow into the left renal artery, the attending surgeon decided to access the left renal in order to place a stent into the artery. A catheter was used in conjunction with several different wires and catheters to gain access into the left renal artery. Then a bare metal stent and two other manufacturer¿s stents were placed in the ostium of the left renal artery. Another completion angiogram was completed and the physician in conjunction with the other supporting physician determined there was sufficient flow into the artery. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).